Event description:
Event description boston scientific crm received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) declared elective replacement indicator after 3.5 years of service. The device will be explanted in the near future. Should the product be returned to boston scientific crm, it will be analyzed for premature battery depletion. To date, there have been no reported patient symptoms associated with this clinical observation.